Event description:
X-ray revealed insulation anomaly. The lead was capped during device replacement.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. During the explant procedure, the leads tested normal and remain implanted. During the ICD analysis, the stored egms show noise signals consistent with damaged lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.